Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: results - updated to wear problem. The root cause did not change from the previous report. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown, unknown cup, lot# unknown; item# unknown, unknown liner, lot# unknown; item# 11-103201, taperloc por fmrl lat, lot# 473630. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04330.

Event description:
It was reported that patient underwent second revision approximately four years post original total right hip arthroplasty due to pain--during revision altr (cloudy fluid) and corrosion on taper was noted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay additional information. Updated: b4, b5, d4, g4, g7, h2, h3, h4, h6 . No product was returned; visual and dimensional evaluations could not be performed. The reported products were reviewed for compatibility with no issues noted. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified cloudy fluid and significant corrosion on taper. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, h2, h3, h6 h6: component code: mechanical (g04) - head complaint sample was evaluated and the reported event was confirmed. A selex/magnum mod hd 40mm +3, was returned and evaluated against the complaint. Visual inspection found tool marks on the rim of the head. Dark debris is present inside the taper. Scuffing is also present on the outer radius. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.